Manufacturer narrative:
On (B)(6) 2021, mentor became aware of the following erroneously submitted information in the previous report: section d6. Health effect - impact code contained an incorrect code in relation to the explantation of the device. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4), section d6. Health effect - impact code has been updated.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported via mw5099773 that a female patient underwent a breast surgery with a cpx4 with suture tabs medium height smooth expander and experienced a deflation on an unknown side post-operatively. As a result, the patient underwent explantation on (B)(6) 2020.